Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed and the cubies in the drawer was showing device not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the row board cable on the back of auxiliary full height drawer 1 was faulty, potentially affecting drawer functionality. A field service engineer reseated the row board cable, used the hardware test application to pop out all cubies, and inspected for debris. Additionally, fse assisted the pharmacist with the read/write cubie and reloading medication. The system functioned as intended after the field service engineer repaired the device.